Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high impedances, noise, and a possible fracture. Additionally, the left ventricular (lv) lead exhibited a loss of capture at high outputs. The leads were programmed off, and remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, lead, implanted: (B)(6) 2009; 5076, lead, implanted: (B)(6) 2005. (B)(4).